Manufacturer narrative:
Date of initial report: 11/16/2007. The site in its initial report to us indicated that the generator would not be returned for evaluation. Valleylab is still in the process of attempting to gather information. If the generator is returned or further information pertinent to the incident is obtained, a follow-up report will be sent.

Event description:
The report stated, that the patient received 2nd and 3rd degree burns on face, neck, shoulder and back when an or fire occurred during a tracheostomy procedure. The site used prevail antiseptic which contains isopropyl alcohol.